Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 576 mg/dl, 304 mg/dl, 244 mg/dl, and 301 mg/dl. No adverse event was reported. The alleged product was replaced and requested to be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.